Event description:
The pt is a 53-yr-old black female with a remarkable history of prior triple valve replacement 30 years ago. At the time starr-edwards prostheses were placed in the aortic, mitral, and tricuspid positions for severe rheumatic heart disease. Because of restenosis of the tricuspid valve prosthesis, she underwent replacement of that valve with a st jude's prosthesis in 4/94. A vvi pacemaker was also placed at that time. She was also placed on propathanone for intermittent atrial fibrillation, but did well in spite of all of the above until outpatient evaluation in 4/96 demonstrated pulmonary embolism and fluoroscopic evidence of recurrent tricuspid valve stenosis. She was treated with intravenous thrombolytic therapy for presumed trhombotic partial obstruction of that valve, and repeat fluoroscopic evaluation documented that both leaflets were moving well at that time, and that the doppler flow pattern had reversed. She was treated with aggressive anticoagulation once more, and although she has been followed carefully, now has increased jugular venous distention again and fluoroscopic evidence for lack of motion of one of the leaflets of her tricuspid st jude's valve once more. She is at this time minimally symptomatic, though she does know that she is a little bit more short of breath and a little bit more fatigued. She is therefore admitted for a repeat thrombolytic therapy. This is a 53-yr-old female who has developed functional stenosis of one leaflet of her st jude's valve in the tricuspid positon. She previously underwent thrombolytic therapy with successful normalization of valve function. She will again undergo thrombolytic intravenous therapy and will be closely monitored. Because she is a jehovah's witness, the implications of blood loss have been carefully explained. Admitting diagnoses: 1. Clinical thrombotic occlusion of one leaflet of a st jude's valve in the tricuspid position, which was placed in 4/94 and which underwent thrombolytic therapy on 4/96 in spite of aggressive anticoagulation. 2. Status post starr-edwards valve placement 30 years ago in the aortic mitral tricuspid position. 3. History of postoperative atrial arrhythmia, stable on rythmol. 4. History of prior vvi pacemaker placement. 5. Pt is a jehovah's witness. Initial plans: intravenous heparin followed by thrombolytic therapy.